Event description:
It was reported that the bed had electrical problems. No adverse consequences were reported.

Manufacturer narrative:
The ground line inside the plug was open, therefore, the plug was not providing power to the bed.